Event description:
It was reported that the patient had weakness in the legs and had been bound to a wheelchair for six months. An x-ray and MRI were taken which showed that the leads migrated which caused complete compression on the patients spinal cord that resulted to the weakness in the legs. The patient underwent a full system explant procedure and was doing well postoperatively. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred two and a half years ago from the date the manufacturer was made aware. Explant date: 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 20953313.